Event description:
It was reported that getinge servo u ventilator was on a patient and while activating alarm silence button, the screen was inoperable and unable to accept operator input. It was noted that patient appeared to be ventilating. Equipment removed and tagged for review. This is a second event involving inoperable screen. FDA safety report ID# (B)(4).